Event description:
The procedure was coil embolization for internal carotid posterior communicating artery aneurysm that was moderately calcified and mildly tortuous. The event happened during the procedure. It was noted that the physician could not detach a deltaplush (cdf100153-30/g15671, complaint product) using an (B)(4) (lot unknown). Also it is noted that the green system ready light did not illuminate at the time of pre-deployment electrical check. The deltaplush was safely removed from the patient and was replaced for a new one. It is unknown if the cable was also replaced or not but there was no issues reported regarding the cable. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The complaint product is unavailable for evaluation. No additional information was available. Additional information received from the affiliate indicated that it is unknown how many times the "detach" button was pressed. Although, resistance/friction was reported, there was no noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. The coil was safely withdrawn with no stretching or unintended detachment occurred during the process of withdrawal. Repositioning was not necessary and unknown how much maneuvering was done to achieve the desired position. Excelsior sl-10 microcatheter was used in the procedure. No patient injury was reported.

Manufacturer narrative:
During an internal carotid-posterior communicating artery aneurysm coil embolization that with moderate calcification and mild tortuosity the deltaplush coil (cdf100153-30/g15671) could not be detached. The coil was safely withdrawn without stretching or unintended detachment. It was also noted that the green system ready light did not illuminate at the time of pre-deployment electrical test. Although it could not be confirmed whether the connecting cable was replaced for a new one it was reported that there were no issues or complaints with the cable. It was reported that the procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. There was no resistance/friction reported during use of the device. It is not known how much maneuvering of the coil was performed to achieve the desired position; however, repositioning was not required once the coil was in place. No further information is available. It was reported the device is not available for analysis. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding possible root cause of the reported inability to detach the coil. However, it was reported that the device did not pass the pre-deployment electrical test and as outlined in the instructions for use (IFU). The instructions for use outlines that if the system ready light does not illuminate when connecting the coil system during pre-deployment test, select a replacement microcoil system and repeat the pre-deployment test as outlined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot g15671 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.